Manufacturer narrative:
Reported event: an event of disassociation and trunnionosis/ fretting involving an accolade stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: the reported device was not returned however a photograph was provided for review. The photo displayed recently explanted femoral head, stem and shell with liner assembled in it. There are blood and tissue on the stem and shell. The trunnion of the stem was severely worn. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated, unlabelled x-ray: ap pelvis demonstrating uncemented left tha, modular head in acetabular component, stem trunnion disassociated and dislocated from head, distal stem tip not visualized. 2 undated, unlabelled photos of explanted , blood stained components including femoral stem with superior erosion of trunnion, intact modular metal head, black stained poly insert with peripheral damage, unknown metallic device. No clinical or pmh, no date of primary tha or op reports of primary or revision surgeries, no serial dated x-rays, no examination of explanted components, no surgical pathology reports. While the event description appears to be confirmed by the x-ray, insufficient data is presented to create a medical report for this case. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the event of dissociation and trunnionosis (fretting) were confirmed based on the medical information provided. The exact cause of the event cannot be confirmed as insufficient information was provided.  Additional information including device details, operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis and dissociation of the head from the stem. As a result, the worn trunnion dug into the poly liner. The patient was revised to a restoration modular stem construct, ceramic head, adm/ mdm poly insert, and mdm liner. Rep can provide some pictures, otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to trunnions and dissociation of the head from the stem. As a result, the worn trunnion dug into the poly liner. The patient was revised to a restoration modular stem construct, ceramic head, adm/ mdm poly insert, and mdm liner. Rep can provide some pictures, otherwise confirmed that no further information will be released by the hospital or surgeon.